Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced hard drive, scsi hard drive controller and loaded over 18 softwares. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 2600 system will not save images. No pt injury reported.